Event description:
Healthcare professional reported, via regulatory agency. Implant (left breast) was found to be cloudy. During surgical remove, found balls of silicone granulomas, that were submitted to pathology. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: granuloma.